Event description:
Reported blood glucose results of "38 mg/dl, 95 mg/dl, and 100 mg/dl "with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.